Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Approximately three years later, it was reported that the patient was experiencing hemolysis with lactate dehydrogenase (ldh) levels at 1100 u/l and plasma free hemoglobin at 85 g/dl. On CT images, there appeared to be an occlusion in the outflow graft. The patient was started on anticoagulation. On an unspecified date, the patient was returned to the or and upon opening of the chest it was reported that the outflow graft was completely twisted. The surgeon untwisted the outflow graft and closed the chest. The ldh began to trend downward and hospital personnel believed that the twisting of the outflow graft had caused the high ldh levels. However, the ldh climbed back to the 800 u/l range and the patient subsequently underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The report of a twisted outflow graft was confirmed via CT scan. The restricted outflow would have potentially contributed to the reported hemolysis symptoms. The twisted outflow was surgically corrected, but the patient continued to experience symptoms and the patient received a pump exchange. Evaluation of the returned pump confirmed the report of hemolysis. A tissue-like deposition was present surrounding the outlet bearing ball. The deposition lacked lamination and did not appear to have originated in this location; however, its specific origin could not be determined. The portion of the deposition in contact with the bearing appeared denatured, and contact marks were present on the outlet bearing cup, indicating that the deposition was present in the pump for an undetermined amount of time during operation. The observed deposition would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.